Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was injected into the anterior chamber and rupture of the posterior capsule occurred. The lens is hanging. The lens is recovered and the doctor tried to place in the anterior chamber but there is no support and the lens fractured. The lens is removed and a different model is placed.